Event description:
It was reported from (B)(6) by the vad coordinator that the patient's controller changes to the other power port before batteries are down at 25%. Batteries were replaced with no reported effects on the patient. This is report 2 of 2.

Manufacturer narrative:
The unit passed visual inspection but was received inoperable due to two triggered flags (cuv and puv). After charging, the unit was once again operational, and maccor testing was satisfactorily performed. This unit performed per specification. There were no logs available covering the period of time proximal to the date of the reported event and the ones available did not include this battery. There are no known clinical or user related factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screen batteries are most often attributed to a communication error between the controller and batteries. The most likely root cause of the reported event is a communication error between the controller and batteries. This is one of two reports (3007042319-2015-01030 and 3007042319-2015-001031) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01030 and 3007042319-2015-001031) submitted for devices related to the same event.